Event description:
It was reported that the patient's blood glucose (bg) values that dropped to 50 mg/dl. The patient became incoherent and could not speak. For treatment, the medical emt checked her vitals and monitored the patient's blood glucose levels. The cannula was dislodged, while wearing the pod between 4 and 24 hours on the leg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.